Event description:
It was reported that this that this right atrial (ra) lead was explanted due to unknown reasons. The lead was not replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant date: 12/01/2022

Event description:
It was reported that this that this right atrial (ra) lead was explanted due to unknown reasons. The lead was not replaced. No additional adverse patient effects were reported.